Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In (B)(6) 2012, the patient started pfpt [interpreted as pelvic floor physical therapy] without significant relief. The patient started taking cymbalta which helped significantly, but had to be stop due to blood pressure issues and erosive gastritis. The patient was given elavil and cymbalta again but the patient was unable to tolerate this treatment. The patient was seen in a pain clinic where a spinal cord stimulator was suggested but declined by the patient. The patient is now taking tramadol and is experiencing deep pelvic/vaginal pain [(B)(6) 2010-?] On left side more than on right and the pain is worse with walking, standing and exercising. The patient is unable to have intercourse because, it is too painful. The patient experiences infrequent incontinence. It was reported that on (B)(6) 2013, the patient experienced pelvic pain and tried pelvic floor tp [interpreted as trigger point] injections x 3. (B)(4).

Manufacturer narrative:
The patient underwent a pelvic ultrasound on (B)(6) 2013 and the bladder and urethra appeared normal. There was no mesh visualized on the anterior bladder wall. The area of firmness on exam on the posterior vaginal wall does not conform to an identifiable structure on ultrasound. The doctor wants to review operative report. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and an obturator sling was implanted. It was reported that after implantation patient experienced pain, erosion, infection, recurrence, bleeding, dyspareunia, vaginal scarring and urinary problems. It was reported that due to erosion, the patient underwent revision of mesh by implanting surgeon on (B)(6) 2011 and mesh removal on (B)(6) 2011. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.